Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a ventricular tachycardia ablation procedure. During the procedure it was noted that the catheter irrigation was broken. No patient complications were reported,

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.